Manufacturer narrative:
(UDI) is unknown; no additional information was provided. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case was chipped and cracked. The right plunger case was damaged. Event history log (ehl) showed: clutch/plunger lever, check plunger sensor errors. Occlusion tests were performed and the reported problem was verified, the flippers were not set properly in the plunger head. The loud clicking was from the clutch release during infusion. The root cause was deemed to be a result of normal wear, parts were over 10 years old. Action(s) taken to mitigate the reported issue(s): replaced clutch half's left and right, also leadscrew and spring for the check clutch error, reset timing plates in the plunger head for the check plunger sensor error.

Event description:
It was reported that the pump showed clutch plunger error, syringe sensor error and there was a loud clicking sound. No patient injury was reported.